Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received not deployed with the adhesive liner still attached to the adhesive pad. The device deployed during the investigation upon manual rotation of the ratchet gear. The download data indicates that the device ran 46 pulses and then was deactivated at pulse 46. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.